Event description:
It was reported that the 9800 sys had a communication error during a case. The 9800 sys had to be rebooted and the procedure was completed without further incident. No pt injury was reported.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The failure could not be duplicated. The fluoro function-and sys interface boards, right monitor, interconnect cable, and the power supply #1 were replaced during the svc call. The sys was tested and found to be working as intended and put back into service.